Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that they were the nurse case manager for the patient. The hcp reported that the patient had the device implanted for crps. The hcp reported that the patient had awesome benefit from the trial device, but since permanent implant was put in device was not working right. The hcp reported that the patient had been reprogrammed twice already, second time was on the morning of the report. The hcp reported that when the patient was receiving benefit on affected/injured side (left side), stimulation was too strong on the opposing side (right side) and was unbearable for the patient. The hcp reported that they had not had any success with reprogramming and they spent quite a bit of time on the morning of the report during reprogramming session. It was noted that the patient was implanted 2 weeks prior to the report. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.